Event description:
Philips received a complaint about the v60 ventilator indicating that the device kept blowing continuously when it was turned on. It is unknown if the device was in use at the time of the reported problem. No patient or user harm was reported.

Manufacturer narrative:
E1: reporting institution name - (B)(6) hospital.

Manufacturer narrative:
In a good faith effort response received from the authorized service provider (asp), it was stated that the device was not in use on a patient at the time of the reported problem. It was also stated that the device's diagnostic report (drpt) was not available. The asp confirmed that the customer had the device serviced by a third-party repair company, wo replaced the air flow sensor. The part information for this part replacement was stated to be asked but unknown. The asp was able to confirm that the device was returned to full functionality and returned to use.